Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A2: patient age/date of birth are unknown; patient reported as elderly. H3, h6: a photo investigation was completed: complaint is confirmed as we are able to confirm complaint description (migration) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure was successfully completed on (B)(6) 2020. The nail was left implanted and the blade was exchanged to a new one that was shorter in length and then statically locked with the 6nm torque. The original surgery had been done using rotational locking, but without the half turn back and then they tried to compress the fracture using the compression/buttress nut.

Manufacturer narrative:
PMA/510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the tfna blade migrated medially, possibly out of blade. The surgeon is awaiting CT scans to confirm if the blade was in the nail originally or not. The tfna blade is still implanted in the patient. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown tfna end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).